Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Imaging system failed mechanical tests and imaging modalities as there was no signal between mvs and ias. Only drive movement available. No imaging possible. While troubleshooting, tried software install during this moment the system gave critical battery level and shutt down. The batteries were around 9-16 v. No leds on chargers. Determined that there was pfc 1000 board defect. The medtronic representative reinstalled the software 3.1.6, and replaced pfc 1000 board, motor charger, inverter charger 1-2 and x ray and motion batteries. The imaging system then passed the system checkout and was found to be fully functional. The pfc board, battery charger 1 & 2, motor battery charger board were returned to the manufacturer for analysis. They were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel with these returned parts. However, issue resolved with part replacement during system checkout. The pfc board was returned without fan and the batteries were discarded by the site and will not be returned to manufacturer for analysis. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that there was no signal between the imaging system's mobile view station (mvs) and image acquisition system (ias) during a system checkout. No imaging possible. Only drive movement available. There was no patient present when this issue was identified.